Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. No motion sensor test failure alarm noted. Unable to test the no reservoir alarm and perform the displacement test due to motor error alarms. Unit had a scratched display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.